Event description:
On (B)(6) 2012, the surgeon performed a left si joint arthrodesis on an obese, (B)(6) male patient using the ifuse implant system placing three implants. There were no complications during or immediately after surgery. Approximately six weeks after the surgery, the patient began experiencing pain down the left leg. The patient had no documented weakness in the left leg. A CT scan on (B)(6) 2013 showed that the most cephalad implant (7 x 50mm) had breached the cortex of the sacrum in the anterior direction and that the tip of the implant was in the vicinity of the nerve root. The patient continued to complain of left leg pain. The pain was unresponsive to medication. On (B)(6) 2013, the surgeon performed a revision surgery where he removed the superior (7 x 50mm) ifuse implant that was impinging on the nerve root and replaced it with a shorter (7 x 30mm) ifuse implant using the same hole. Osteotomes were not required and no graft material was placed. The patient had improvement in his si joint pain complaints after the revision surgery; however, the patient still has complaints of pain in the left leg and hypersensitivity in the left foot at this point in time (six weeks after revision surgery). The patient is currently taking neurontin and pain medications. Per dr (B)(6), "review of this case shows this to be a case where the cephalad implant was malpositioned anteriorly. The patient had nerve pain secondary to nerve compression/irritation from the implant."

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, certificates of analysis, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is that a malpositioned implants impinging on the nerve root and nerve pain secondary to nerve compression / irritation from the implant.